Manufacturer narrative:
The device was not returned. And the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector disconnected. A 3ml heparin syringe "popped off one-link cap". The user had to "hold the syringe into cap while flushing". There was no report of patient injury or medical intervention associated with this event. No additional information is available.